Event description:
It was reported that the ilet charging pad did not charge the device, and a replacement pad was provided after troubleshooting and education were completed. Symptoms included no clinical effects. Outcomes included no functional impact beyond the charging issue and no medical intervention. Investigation included technical support assessment. Investigation of this case revealed a suspected charger or charging pad malfunction consistent with a charging accessory problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the charging pad.